Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer had to be replaced twice as a result of the first computer replacement not functioning properly. The second computer replacement resolved the issue. The replaced computers were sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed corrupt os failure with the computer. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A site representative reported that after the system started up, it went through the boot up screen properly, but prior to loading the application screen, the staff monitor would show "no signal". No patient was present during the time of the reported incident.